Manufacturer narrative:
Visual inspection of the trial lead revealed the wires were mangled and the first electrode contact was not retrieved from the patient's body. Continuity test revealed that all the contacts are disconnected except electrode #5. The damage to the device was a result of the explant procedure and was not considered a failure.

Event description:
A report was received that during the trial lead pull, the distal end of the lead was mangled and missing one contact. Following the lead pull, a fluoroscopy confirmed the missing contact was still inside the patient. The physician did not feel it was necessary to remove the contact. The patient was reportedly doing well following the procedure.

Event description:
A report was received that during the trial lead pull, the distal end of the lead was mangled and missing one contact. Following the lead pull, a fluoroscopy confirmed the missing contact was still inside the patient. The physician did not feel it was necessary to remove the contact. The patient was reportedly doing well following the procedure.